Event description:
The physician inserted the device to resect the area for biopsy and the device made a noise but would not move or cut the area of tissue. The physician was able to complete the procedure with a different device.